Event description:
Patient call system located at nurses station. Processor for the call system located under desk. Smoke noted to be coming from the processor disc insertion site. All patient doors were closed. Processor was warm to touch, desk back was cool to touch, top of desk was warm to touch. All electrical plugs at the desk were unplugged and the processor was pulled out from underneath the desk. Fire extinguisher was brought to site. Campus emergency phone extension was dialed and the phone made a popping sound and the connection was broken. Appropriate personnel responded to the scene. Everything was under control. Vendor called to site, responded in less than 1 hour. Vendor replaced the processor and removed the damaged unit from the hospital. Since vendor removed unit from hospital we do not have infomation as to lot#, serial#, etc.